Manufacturer narrative:
Pump passed prime/a test, excessive no delivery test, self test and unexpected alarm error test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was tested with no unexpected alarm and resetting information after changing battery noted. Pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, stained end cap sticker, stained address/serial number label and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had an unexpected restart alarm. Blood glucose value was 269/mg/dl at the time of the incident. Troubleshooting was performed. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.